Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: the first ¿4mm of the drivers tip is twisted from what appears be torsional overload while tightening in the clockwise direction. There is a slight witness mark on the right side of the force gage indicating that the gauge had been maxed out. There were no out of print specification found. The tip of the driver is twisted from torsional overload.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-5. It was reported that the tip of the driver fragmented during tightening of the set screw. Two of the set screws were removed and replaced. No patient complications were reported.